Manufacturer narrative:
A partial lead was returned in one piece measuring 35.2 cm. Multiple internal insulation abrasions were found at 8.5-9.0 cm from the distal tip breaching the rv cable lumen and at 11.9-13.4 cm from the distal tip breaching the re and rv cable lumens with both rv etfe cables abraded. The inner coil lumen was intact in these locations. An external insulation abrasion was found at 28.3-29.7 cm from the distal tip breaching the re and rv cable lumens with both rv cables etfe coating abraded. The cause of the external insulation abrasion was consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.